Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. An mdm metal liner, adm/ mdm poly insert, and biolox head with sleeve were implanted. Patient underwent revision surgery due to frequent dislocations. Patient had an elevated liner removed and an mdm liner was put in with a 28 biolox head and sleeve. Patient was close reduced on several occasions prior to undergoing revision surgery.